Event description:
The device was returned from customer for service. During service by baxter tech, the device failed accuracy test with under delivery. No record of any pt incident involving the pump since the last baxter service event.